Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a knee replacement procedure in 2014 and suture was used. It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2014, and the medial and lateral menisci were removed on left and right knees. The anterior cruciate was removed and the posterior cruciate was removed on left and right knees. The permanent components were cemented into place (same size, both knees). The wounds were thoroughly irrigated and closed using suture subcutaneously, and staples to the skin. A compression dressing was then placed. On (B)(6) 2014, the patient was admitted for wound dehiscence ¿ infection and inflammation. It was reported that the patient underwent I&d with wound vac of the left knee, and the patient was discharged on (B)(6) 2014, with wound care instructions and IV antibiotics. It was reported that the patient had an aspiration under anesthesia of left knee wound on (B)(6) 2014, due to persistent pain. On (B)(6) 2014, the patient was brought to operating room, and under spinal anesthesia he had a removal of left knee wound vac, removal of hardware left total knee, with insertion of antibiotic cement spacer. Post-operatively, the patient had anemia, pneumonia, metabolic encephalopathy. It was further reported that the patient was discharged on (B)(6) 2014. No additional information was provided.

Event description:
It was reported by an attorney that a patient underwent a knee replacement procedure in 2014 and suture was used. While performing the surgery, the surgeon irrigated the wound and closed it with staples. Subsequent to the surgical procedure, the patient developed infections secondary to the surgery. He had another procedure with irrigation and debridement of the right knee, but the knee prosthesis was not removed. The infections persisted for months and were not adequately controlled, and the patient eventually died. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.